Event description:
A home pt contacted baxter's technical service center for assistance. Per initial report, the home pt noted a hole in the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.